Event description:
A surgeon reported that air was insufflated (blown into the eye) although this was not planned. In order to stop the air insufflation, the system was rebooted, but then it was not responsive. The system was exchanged and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).